Event description:
It was reported that the pt is experiencing slight pain on and off. Pt is also experiencing swelling, numbness, and tingling in hip area. The numbness and tingling is to the right of the incision area down to the thigh area. Pt also is having some trouble maneuvering stairs. She is scheduled to go to primary care doctor this week for blood work and will schedule an appointment with her surgeon within the next two weeks.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.